Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the user experienced difficulty loading a cartridge onto the pump due to the paint being chipped on the pump. The user's blood glucose level was 120 mg/dl. The user reported that the pump would continue to be used for insulin therapy.